Event description:
It was reported that the procedure was to treat an artery in the tp truck. The 3.75x38mm esprit btk scaffold was implanted without issue; however, post stent implantation the physician did not administer enough anti-clotting medication and the patient's activated clotting time (act) went to 138 causing blood clotting in the sheath. The physician aspirated the blood clot from the sheath causing the stent to become occluded. Therefore, an angio jet atherectomy device was used to removed the blockage from the stent. Angio was performed and the stent was clear and looked good. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known. Section e: second physician: dr. (B)(6).